Manufacturer narrative:
No other adverse events have been reported. This product issue will be udpated if additional information is received.

Event description:
Boston scientific received informaiton that this patient had his pacemaker and leads replaced due to infection/erosion. The caller was concerned that he only received one replacement lead when the system was replaced. Seven years following the procedure to remove this system, additional information was received from this patient stating that the infection resulted in three months of intravenous medication being administered in a nursing home. Additionally, he stated that his mitral valve went bad due to the infection which required a replacement surgery.